Event description:
It was initially reported by the customer on (B)(6) 2014 that outlook es infusion device malfunctioned during a surgical procedure. Customer stated that the device stopped infusion and alarmed with screen message reading "return to biomed." The customer states another device was found and moved in to replace this reported device.

Manufacturer narrative:
The complaint for this reported issue was confirmed. Upon receipt of the device from the customer, the device underwent a failure analysis evaluation which included a visual examination and a review of the device operation log. Failure analysis evaluation results: the device processor software failed, device alarmed system error 93 with message "return to biomed." System error 93 is a system integrity check of the device processor software checksum. Operation log review: the device operation log indicates 68 system error 93 alarms beginning on (B)(4) 2013. The device main board was replaced to correct this reported issue. Preventative maintenance was performed.